Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) in 2007 alleging that her onetouch ultra meter does not power on. A medical affairs specialist (mas) spoke to the patient two days later, to obtain and verify the following information: the patient dropped the meter 2 weeks ago. Since then her meter had stopped working. She replaced the battery, but the meter would not power on. During this time, the patient continued to take her diabetes medication on a regular basis. Four days earlier around 7:30 am, the patient felt lightheaded and weak. She did not attempt to test her blood glucose since she knew her meter was not working. She went to work and tested her blood glucose using the company's meter around 8:00 am and obtained a 275 mg/dl. She then treated herself with 10 units of novolog insulin and ate breakfast. She felt light headed all day. She did not attempt to test her blood glucose using the company's meter, since the morning result of 275 mg/dl. At 5:00 pm she went to the urgent care due to feeling lightheaded and was advised to go to the ER. In the ER the patient's blood glucose was 244 mg/dl. She was treated with insulin and kept overnight to monitor her blood glucose. Her reading later that night was around 200 mg/dl. Her blood glucose regimen was not changed and the diagnosis in the ER was "hyperglycemia". She did not recall her reading prior to being discharged. The customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient alleged that the meter did not power on for 2 weeks after she dropped the meter (misuse), and during that time, she became hyperglycemic and was treated in the hospital with insulin.